Event description:
During laparoscopic cholecystectomy, 10mm trocar inserted (post placement check) intra-umbilical with difficulty. The laparoscope was inserted and blood noted in abdomen. Second 10 mm trocar inserted so first sight could be examined to bleeding. No bleeding from trocar site. Decision made to open abdomen. Pressure placed on aorta, then clamps. Rt iliac artery and vein damaged and ventricles repaired.